Event description:
It was reported that an episode of auto mode switch was observed during follow-up. Noise on the atrial lead was also noted and could be consistently reproduced after testing. Programming changes were made. Device remains implanted. Patient condition is good.

Event description:
It was reported that an episode of auto mode switch was observed during follow-up. Noise on the atrial lead was also noted and could be consistently reproduced after testing. Programming changes were made. Device remains implanted. Patient condition is go...

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.